Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, bone marrow suppression and hemolysis occurred. The patient had an unspecified taxus express2 stent implanted in (B) (6) 2010. Target lesion location and lesion characteristics were not provided. Since the implant, the patient has experienced bone marrow suppression with hemolysis. No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.(B) (4).